Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2020, it was reported that the patient's infusion set tubing snapped 10 cm from the tubing connector while the patient was just lying down. The site location was the patient's abdomen and the pump was on the right side. The infusion had been used for an hour after insertion. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.